Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01878. 0001825034-2019-01564.

Event description:
It was reported that during a total hip surgery the instrument would not mate successfully with the implant. It was found the threads on the instrument were damaged. The surgery was complete successfully with out any patient impact or surgical delay. Additional information was requested, however no information was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated corrected. Complaint sample was evaluated and the reported event was confirmed. Three g7 str monoblock shell inserters were returned and evaluated. Upon visual inspection there is impact damage to the threads of all three devices. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.